Event description:
A patient, hospitalized for pneumopathy and staphylococcus infection, reportedly experienced a hypoglycemic coma coincident with extraneal (a labeled interferent for test strips) therapy. At 5:30 am, patient's blood glucose reportedly measured 5.9 mmol/l, on the suspect device. Based on this value, patient was treated with insulin (amount not provided). One hour later, patient reportedly experienced a sudden coma. An additional blood sample was reportedly obtained from the patient, and when tested in the facility's lab, measured 1.5 mmol/l. Patient was reportedly intubated, ventilated, and treated with an injection of glucagon (amount not provided). Nine hours later, patient was extuabted. Two days later, at 7:30 am, patient's blood glucose reportedly measured 9.8 mmol/l, on the suspect device. Based on this value, patient was given an unknown amount of insulin. Again, patient lapsed into a coma. A blood sample, obtained from the patient at 7:30 am, was reportedly tested in the facility's lab, with a result of 0.6 mmol/l. Hypoglycemic coma reportedly persisted until 12 days later, when patient awakened. Patient is now tetraparetic. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
This event occurred in the intensive care unit of a hospital in another country. The facility name and contact information were not provided. Additionally, the specific type of blood glucose monitoring system, in use at the time of the event, was not provided.